Event description:
It was reported to philips that the device experienced a defib test failure. The device was evaluated by a philips representative. The reported issue was confirmed and it was determined that the capacitor needed to be replaced to return the device to functionality. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The customer was advised to replace the capacitor to resolve the reported issue and a quote was sent regarding the component. The device remains at the customer site and no further evaluation is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a defib test failure. There was no patient involvement.